Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a breast augmentation revision surgery with implantation of a 425cc mentor smooth round moderate profile saline breast prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant after a physical exam with a medical professional. As a result, the patient underwent removal and replacement with 425cc mentor smooth round moderate profile saline breast implants on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Manufacturer narrative:
On may 04, 2022, the mentor analysis lab received the suspect medical device for evaluation. Paperwork received with device indicated the date of explantation was (B)(6) 2022. The respective field has been populated. An evaluation was completed on may 26, 2022. Mentor then conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, two tears (a and b) were observed on the posterior view, rent a within the crease/fold measuring approximately 0.5 cm and rent b measuring approximately 4.3 cm. Microscopic examination was performed on the edges of tear b, and parallel striations were found in an area of the tear, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. The evaluation determined that the cause of the rupture a is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).